Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned and investigated at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that a (B)(6)-year old male out-patient underwent a stress test for chest pain evaluation. During the test, the ultrasound system did not display the post-stress quad screen and the resting 2-chamber images of the heart were missing. The images were reportedly unrecoverable so the test was repeated on a different system. There was a delay of 20 minutes but the test was subsequently completed. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the date a new information was received and provide the type of report (see sections). The device was not returned to siemens for evaluation; however, the savelogs were captured and analyzed. Based on the log analysis, the reported issue was confirmed; however, the root cause could not be conclusively determined. The most probable cause could be workflow related, where the user combines adult echo protocol and then switches to stress echo protocol. The customer should avoid combining adult echo protocol and then switching to stressecho protocol with the same exam. Reference complaint # (B)(4).